Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under all of key contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was intact but the button symbols were found to be worn, which has no effect on insulin delivery function. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and evaluation revealed evidence of contamination under all of the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).